Event description:
A customer reported the occurrence of falsely elevated troponin I results on two pt samples. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of pt harm as a result of this event.